Manufacturer narrative:
Concomitant medical products: 5076 lead, (B)(6) 2005; 4194 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for suspected high frequency noise on the right atrial (ra) lead and right ventricular (rv) lead. It was noted the pacing impedances had dropped prior to the inappropriate therapy, which later stabilized, and the rv threshold had also increased. An in-home device interrogation was carried out, which revealed noise on the electrocardiogram (ECG) when the patient touched a kettle with their right hand, but the noise was not observed on the electrogram (egm). It was then added the shock was due to electromagnetic interference (emi) sensed by the cardiac resynchronization therapy defibrillator (crt-d), and t-wave oversensing (twos) was also apparent on the rv lead with an increased amount of sensing integrity counter (sic). The rv lead was then extracted and the ra lead and crt-p remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analysis was performed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Performance data collected from the device memory was also received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the pacing capture threshold in the rv (right ventricle) was elevated, oversensing associated with the rv lead, oversensing due to emi (electromagnetic interference)/noise and non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrythmia therapy. Visual summary analysis of the lead indicated apparent explant damage. It was noted the rv pace impedance was steady at approximately 931 ohms through (B)(6) 2016, then dropped to 513 ohms by (B)(6) 2016; the rv capture threshold was variable but averaged 2.37v since (B)(6) 2015. The analyst also commented there was t-wave oversensing (twos) identified in episodes 4 and 5 and evidence of noise observed on stored egms in episodes 4 and 5, leading to 1 inappropriate shock on episode 5 delivered on (B)(6) 2016 due to noise/oversensing. In addition, there were 32 ventricular sic counts recorded on (B)(6) 2016, along with three non-sustained tachycardia episodes with v-v intervals <(><<)>220 ms on (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.